Event description:
Rayner intraocular lenses limited received notification from a use healthcare facility of an event that occurred during implantation of a c-flex aspheric 9700 iol. The event description provided states "trailing haptic got stuck in cartridge. Iol was then cut in 1/2 with mst shears - removed through primary incision". For further information please refer to rayner intraocular lenses limited's MDR 9611165-2015-00011.

Manufacturer narrative:
Rayner reports the following investigation findings; our review of production records for the c-flex aspheric 970c iol batch 094e63047 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (september 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 094e63047.